Event description:
Medtronic received information that during percutaneous cardiopulmonary support (pcps), the circuit needed to be moved. The perfusionist lifted the oxygenator and pump from their mounts. The tubing which was connected to the monitoring access port of the oxygenator became disconnected. Blood sprayed from the access port and two perfusionists got blood on them. The monitoring access port was closed with a luer cap and the procedure was completed with no adverse patient effects reported. The amount of blood lost due to the disconnection was not known. Due to the fact that the patient was (B)(6), the two medical professionals who were exposed to blood were tested. Both individuals tested negative for infection, but will continue to be monitored by the hospital.

Manufacturer narrative:
The lot number of the custom tubing pack involved in this complaint was not made available to medtronic representatives, but based on manufacturing records for this customer account, three potential lot numbers were identified. The device history records for those three lot numbers were reviewed and showed that the products met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The hospital has indicated that the product will not be returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.